Manufacturer narrative:
Corrected data: b3. Additional communication from the field was received that indicates that the g3 date provided in the initial report should have been 01/29/2026.

Event description:
No new information.

Event description:
No new information.

Manufacturer narrative:
Additional data: d4, h3, h4. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a patient was revised to address an everest polyaxial screw tulip disengagement. It was further reported that the patient experienced discomfort.